Event description:
The medication infusion pump alarmed "motor not working". The pump was removed from service and replaced with another pump. The pump was infusing intralipids via an umbilical artery catheter line. The arterial line backed up some after the pump malfunction and replacement, affecting the infusion. The infant's glucose level after the event was low, requiring more frequent blood work/glucose monitoring to ensure its return to normal. I do not have the equipment ID number currently, but biomed was notified to interrogate.